Event description:
See initial report.

Manufacturer narrative:
The gas blender was returned to manufacturer. During the inspection, gas flow fluctuations that are outside the acceptable limits were found. In addition, gas leaks due to the deterioration of the gas connections were found. These cannot be repaired. Some gas connections also show significant signs of corrosion and cannot be replaced. The device should be scrapped. Based on the above facts, it is very likely that the root cause of the reported event was related to electrical failure of the gas blender possibly combined with internal damage of the air pathway. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. Field service was dispatched to the customer site and found the blender was out of calibration/specification. The blender needs to be returned to manufacturer for repair and calibration. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender had a flow issue on requesting pco2 at 8lpm, during procedure. There was no patient injury.

Manufacturer narrative:
Customer has confirmed the unit has been scrapped.

Event description:
See initial report